Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with solidified blood and contrast in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The balloon catheter was soaked in a warm water bath for three days to un-solidify the blood and contrast. The balloon was functionally tested using an inflation device filled with water. When positive pressure was applied the balloon started leaking from the distal end of the balloon. Microscopic examination of the device revealed that the balloon has a pinhole at the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcifed vessel below the knee. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.